Event description:
It was reported that an unknown issue with the device battery occurred. There was no patient involvement.

Manufacturer narrative:
Investigation still in progress, once the investigation is complete a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that an unknown issue with the device battery occurred. There was no patient involvement.

Event description:
It was reported that the device had an unknown battery issue. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the battery; replaced unresponsive keypad, due to won¿t turn power on. A review of the device history record for sn (B)(6) was performed from date of manufacture 11/19/2018 to present date 01/08/2021, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service was unable to determine the proximate cause of the reported issue. Service stated no fault found for the customer reported issue of battery. Keypad replaced. The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #1120033 for unresponsive keys.